Manufacturer narrative:
(B)(4). Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test.

Event description:
The customer's father reported via phone call that the insulin pump had a motor error. The customer's blood glucose level was 348 mg/dl. The customer reported that they were trying to deliver bolus and received a motor error. They reported that the drive support cap appeared normal. They reported that the insulin pump was able to clear the alarm and rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.